Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the device trace download due to poor solder joints at of keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a pump error. The customer¿s blood glucose level was 222 mg/dl at the time of the incident. The customer stated that the pump was dropped and had a pump error. The customer performed self test and pump error occurred. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.